Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a medical event due to not receiving their replacement adc meter. The initial reason for the replacement was that the adc meter did not turn on when the button was pressed or when the test strip was inserted. The customer was not able to monitor their blood glucose and on (B)(6) 2019, the customer experienced symptoms of seizure, a loss of consciousness and subsequently went into a coma. Emergency services were called and the customer received intravenous treatment of serum and insulin. There was no report of death or permanent injury associated with this event.